Event description:
This ra lead was implanted on (B)(6) 2002, and remains implanted at this time. A product experience report received on (B)(6) 2017, stated that patient had pocket infection. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).